Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure procedure, that with the use of two devices, despite the cartridges being seated correctly and appeared to fit properly, the cartridges were releasing prior to being deployed. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received with a tr35w cartridge loaded on the device unfired. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The analysis results found that device (b) was received with a tr35w cartridge loaded on the device unfired. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # k59k4y (mfg date 02.16.2013; exp date 01.16.2018).